Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed patient in an atrial arrythmia and right atrial (ra) lead undersensing was observed. Ts discussed programming options with the hcp. No adverse patient effects were reported. The pacemaker and ra lead remain in service.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed patient in an atrial arrythmia and right atrial (ra) lead undersensing was observed. Ts discussed programming options with the hcp. No adverse patient effects were reported. The pacemaker and ra lead remain in service.

Manufacturer narrative:
This report is being submitted to correct the initial reporter facility name (e1) in section e, initial reporter.